Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Multiple marks of abrasion were visible on the leads body. In particular 8.5 cm distal to the is-1 connector pin the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages like the deformed outer conductor coil 8.5 cm distal to the is-1 connector pin most likely occurred during the extraction procedure due to tensile forces. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to noise on emi, isometrics with oversensing and pacing inhibition with no asystole. Based on analysis results it was decided report this event.